Manufacturer narrative:
Ref. ID: (B)(4). The combidiagnost system is a remote controlled system,which supports general radiography and fluoroscopy imaging. Philips field service engineer investigated on site. He removed the cable duct covers on the floor and found water inside, cleaned and dried the water and reinstalled the covers. Inspected for water behind the cabinets and found none. Checked and cleaned the foot switch in the exam room. Tested the system and returned the system back to the customer with full functionality. Risk estimation revealed no unacceptable risk. The issue is further monitored and trended. The event was originally reported to the authorities as not enough information was available to make a definite reportability decision. Since that time, additional information was received which revealed that the event does not meet the criteria for reporting. Correction: h6 result and conclusion.

Event description:
The customer reported that water went into cables of system after a water pipe from the bathroom burst. The customer requested a check of the system. No injury reported.

Manufacturer narrative:
Ref. ID: (B)(4) philips field service engineer investigated on site. He removed the cable duct covers on the floor and found water inside, cleaned and dried the water and reinstalled the covers. Inspected for water behind the cabinets and found none. Checked and cleaned the foot switch in the exam room. The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.